Event description:
On 02/07/2025, a sales representative reported via (B)(4) that an ar-9597-20 angled reamer sleeve bent. This occurred during a case, with no effect on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-9597-20 20° angled reamer sleeve batch number: 37622319 was received for investigation. Visual evaluation of the returned device noted wear and tear to the device with superficial scratches, discoloration and faded laser markings observed. The returned device was not found to be bent. Functional testing was performed with a known good mating ar-9676 angler reamer drive shaft and it was found to be able to be inserted with no resistance. No problem found. Refer to investigation photos.